Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. No correction is required in relation to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion while delivering platelets programmed to infuse over four hours (dose, rate, and volume unknown). It was also reported that the "pump notified that infusion complete even though bag was still full. Did not alarm that there was an issue in administering at programmed rate." There was no patient injury or medical intervention associated with this event. No additional information is available.